Event description:
It was reported that during an arthroscopy + ligament surgery, the biosure broke while being inserted. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 8x25 biosure-ha screw, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion into the femoral tunnel. Clinical details regarding site preparation, graft type were not supplied. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Incorrect screw size to tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information in: d4, lot number: 50722231, expiration date: 21-mar-2023. H4, device manufacture date: 21-mar-2018.